Event description:
The trilogy 100 ventilator was returned to a third-party service center for evaluation and repair. There was no harm or injury alleged or reported. During evaluation, the sensor printed circuit board assembly (pca) interface was found to be damaged and the speaker was found to be damaged. There were no device error codes present on evaluation. The damaged components were replaced. The device passed final testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.